Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor/needle beak in the body. Customer stated the sensor cannula gives the appearance of a brake. Customer stated the sensor wasn't intact. Customer stated the sensor was broken and it stayed inside the inserter. The sensor is not returning for analysis.